Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 23 mg/dl. The customer was having trouble with low blood glucose and seizures. The customer stated that no troubleshooting has issues with stomach not eating much and environment caused low issue. The customer was not sure if 911 was call stated that she has no memory of day. The customer was advised to speak with doctor about lower insulin if loses weight.